Event description:
It was reported that the patient had inappropriate shocks due to oversensing of myopotential noise. The device sensing vector was set the primary sensing vector at the time of the events. Technical services advised some testing options. Office testing was able to reproduce the noise. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.